Event description:
An impella cp was inserted via the left femoral artery to support the 84 year old female patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient's underlying medical history was not shared, beyond the patient having peripheral arterial disease with tortuous and calcified vasculature. The team explanted the pump and introducer after the 1 hour of support and pci. Post explant of the 14fr introducer the team placed a 12fr cook sheath. There was oozing noted and after about an hour, the team removed the 12fr sheath and held manual pressure for hemostasis. When the team imaged in the CT suite they observed a pseudoaneurysm at the impella access site. There was no noted treatment for the pseudoaneurysm. The pseudoaneurysm is not a perforation of the vessel. Of note, anticoagulation necessary for the pump placement can contribute to access site bleeding. The patient was on both anticoagulants and antiplatelets. The patient has survived the harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.